Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the user stated that the vessel sealer extend (vse) instrument was unable to work on the e-100 generator. The customer received phone assistance from the technical support engineer (tse). Tse instructed the user to power cycle the e-100 generator and noticed normal self-test and startup with proper light emitting diode (led) indications. Upon verification, it was confirmed that the surgeon was not using the vse instrument on the e-100 generator anymore and further noted that no issue was experienced on all the other energy instruments that were connected to the integrated electrosurgical unit (iesu)¿erbe generator. No further troubleshooting with the e-100 generator was performed. The user continued the da vinci-assisted surgical procedure. No known impact or patient consequence was reported.

Manufacturer narrative:
Based on the claim against the product by the customer noting e-100 generator issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse tested the system and reproduced the issue confirming a defective e-100 generator. After replacement, the system was further tested, operated without error and confirmed to be within specification. Intuitive surgical, inc. (Isi) received the replaced da vinci e-100 generator to perform failure analysis. The e-100 generator was analyzed, and the complaint was not confirmed and reproduced during failure analysis. The unit was installed onto the test system and completed testing with synchroseal instrument. The e-100 recognized and properly energized the instrument without any issue. This complaint is considered a reportable event due to the following conclusion: the e-100 generator exhibited an issue during a procedure and field evaluation by the fse produced and confirmed the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.